Manufacturer narrative:
(B)(4). Batch # m5604t. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge was received unfired and was noted bent. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, during the surgery when the surgeon pull the trigger, the machine didn't work. We don't know if the battery is the problem. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.